Event description:
It was reported that dr. Indicated fracture screw. Patient received 6 implants placement (all on 6 techniques) more than 10 years ago. After 10 years of functioning, the full-mouth restoration was heavily broken, so we have to remake the new one and replace the low-profile abutments because the gingival lines had been shrunk. The gold screw on the low-profile abutment was broken during the change set (we only did hand-tighten) and caused the damage on the low-profile abutment as well. We had to remove it and used the new profile abutment. The gold screw was broken during the restoration. Tooth site # 21, placement date (B)(6) 2010 fracture (B)(6) 2022.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided.

Manufacturer narrative:
One (1) certain low profile one-piece abutment 5.0mm(d) x 1mm(h) (ilpc541u) & one (1) low profile abutment gold-tite retaining screw (lpcgsh) were returned for investigation. Visual evaluation of the as returned product identified the screw (lpcgsh) with signs of use and was fractured around the thread's region. The abutment (ilpc541u) also has signs use; but no fracture was identified. Instead, the abutment's internal threads were seen damaged, stripped. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on tooth # 34 (fdi) and were used for approximately 11 years, 10 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (961493 & 1111455). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (961493 & 1111455) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported events (fracture & fracture screw) or product (ilpc541u & lpcgsh). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, screw malfunction did occur, and the reported event (fracture screw) was confirmed. Also, abutment malfunction did occur, but the reported event (fracture abutment) was unconfirmed. Instead, damaged threads were found, and this event was confirmed.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Based on updated information received and reassessment of the reported event, it was determined that MFR report numbers 0001038806-2022-01544 and 0001038806-2022-01544-1 were reported in error. Please disregard this submission. No further reports will be submitted for this event.